Manufacturer narrative:
The device was returned to tenex and evaluated. There was a bend in the needle and its surrounding plastic sheath approximately 1cm from the proximal end of the needle, and cracks and fraying in the distal end of the plastic sheath. It appears the microtip was subjected to a bending torque, most likely applied at the distal end of the plastic sheath while the main body of the handpiece was secured, resulting in a bend near the transition point from the larger internal horn to the brazed needle. It is unclear if the force was applied before or during use of the device in the patient. It is also unclear what contacted the device to create the bend. No patient complications were reported.

Event description:
During a procedure with the tenex health tx system, the needle and the plastic sheath that surrounds the needle on the microtip were bent and damaged. The procedure was completed with another microtip hand piece. There were no patient complications.